Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that there was an issue with the ventilator's backlight inverter. There was no patient involvement.

Manufacturer narrative:
Results of investigation: the backlight inverter was returned to carefusion¿s failure analysis laboratory and was received damaged. A visual inspection showed that there was insulation damage on pin wire 1. An investigation was performed and the reported issue could not be duplicated. The potential identified root cause of the reported issue could be due to the exposed conductor on the cable assembly that could result in an electrical malfunction and make the part unusable.